Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. The customer current blood glucose level is 326 mg/dl. The customer was using insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether auto mode feature was active or not. It was reported that they also received insulin flow blocked alarm and insulin was exited during fixed prime. The insulin pump will not be returned for analysis.